Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. This device is expected to be returned for analysis. No additional adverse patient effects were reported.